Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2022, the patient underwent the first metatarsophalangeal (mtp) joint arthrodesis with the va-lcp mtp fusion plate for the hallux valgus correction. The surgeon proceeded with the surgery according to the surgical technique manual. The drill sleeve was inserted into the plate hole without difficulty, and drilling was performed without resistance. When the surgeon was inserting the va locking screw, he used a power tool to insert the screw halfway. Next, the surgeon used a screwdriver to insert the screw at the end. Although the surgeon inserted the va locking screw 2.7mm into the screw hole, the va locking screw spun without tightening. Therefore, the surgeon substituted a cortex screw and fixed. This event occurred at two screw holes on the plate in question. The surgery was completed successfully within 30 minutes delay. Patient was listed as stable. This is report 2 of 3 for (B)(4). This report is for lcp fusion plate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is j&j company representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history: part #: 04.211.232s. Synthes lot #: 16l4843. Supplier lot #: 16l4843. Release to warehouse date: 30 aug 2019. Supplier: synthes selzach. No ncr's generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate